Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) (B)(4) alleging that his onetouch verio 2 meter was reading inaccurately high compared to another meter. The complaint was classified based on the customer service representative (csr) documentation. The csr was advised by the patient that the alleged inaccuracy began on the (B)(6) 2015, 07:53hrs. The patient stated that on an unspecified time prior to the alleged inaccuracy he was experiencing symptoms of ¿cold sweat, fast heartbeat and without energy¿ on (B)(6) 2015, 16:30 he detailed that he tested and obtained an alleged inaccurate high blood glucose result of ¿318mg/dl¿ on the subject meter compared to ¿36mg/dl¿ on another meter, performed within 30 minutes of each other. At this time the patient reported that he self-treated by eating some food. The patient manages his diabetes with insulin (self-adjuster). At the time of trouble shooting, the csr confirmed the subject meter was set to the correct unit of measure, their testing steps were correct and the blood glucose results were taken from an approved sample site. Csr also noted that the test strip vial was intact, the patients test strips were correctly stored and within their expiry date. The patient did not have control solution to carry out a test. Replacement product was sent to the patient. Based on the information provided; this complaint is being reported based on the following conclusions: although the patient had stated that they experienced symptoms suggestive of serious injury before the alleged product issue began, this complaint is being reported for the following reason: it cannot be said with absolute certainty that the alleged ¿inaccurately high¿ subject meter results did not affect treatment options prior to the onset of these symptoms.

Manufacturer narrative:
The meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. The test strips failed testing. The reported issue was confirmed. A secondary issue was also noted; test strips were found to have mis cut during slitting and vialing. Additional tests were performed on the test strip vial and the desiccant; these tests passed and failed respectively. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2: the test strips involved with this complaint have been further evaluated by lifescan product analysis with the following findings: additional tests were performed on the test strip vial and the desiccant to check the structural integrity and for possible moisture issue. The structural integrity of the test strip vial was found to be intact during a gross leak test. The desiccant within the subject vial was found to contain more moisture than expected from normal use (as per product labelling). A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1. The lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips failed testing. The reported issue was confirmed. In addition it was noted that the test strips were miscut. The additional tests performed on the test strip vial and the desiccant was to check the structural integrity and for possible moisture issue. The structural integrity of the test strip vial was found to be intact during a gross leak test. The desiccant within the subject vial was found to contain more moisture than expected from normal use (as per product labelling). If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.